Event description:
It was reported that a home patient (hp) felt overfilled during therapy on a homechoice (hc) device during dwell one of six. The hp had performed a manual drain earlier of 2l of 2.5% dextrose solution. The hc had an initial drain alarm of 10ml. The hc then went into fill one of 2l of 4.25% dextrose solution. The technical service representative (tsr) had the hp press stop and perform a manual drain. The hp manually drained 4672ml and the therapy was ended per the hp's request. The tsr arranged to exchange the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported issue was determined to be unexpected high ultra filtration for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported condition was found and confirmed in the event history log of the device. The device passed both return instrument test/evaluation (rite) functional and electrical testing. There was no device failure or malfunction identified that could have caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.